Event description:
Distributor requested repair of an ambulatory infusion pump due to "unit alarms when turning on". No patient involvement was reported.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event log review was performed and found no evidence of reported problem. Testing was performed by inserting a 9 volts battery into the pump and observing for reported issues. The customer's reported problem was confirmed. The pump alarmed without powered up when a 9 volts battery was inserted during the investigation. Investigator was unable to determine the root cause of the issue. The pump mpu board was replaced to correct the reported problem. The root cause of the reported problem is unknown.